Event description:
It was reported the patient¿s programmer would not synchronize with the patient¿s implantable neurostimulator (ins). It was noted the patient was sent home with their ins off and was scheduled for a follow-up appointment at the time of report. Additional information reported the ins ¿placement was not ideal¿ and that it ¿felt like it had flipped slightly¿ as of six days after initial report. It was stated this ¿meant that the [programmer] was not able to get good contact and synchronize.¿ it was noted that when the programmer was pushed over the ins ¿with a little more pressure¿ it was able to synchronize. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3037, serial# unknown, product type programmer, patient. (B)(4).